Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis as listed in the mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the reported mitral stenosis. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4+. The pre-procedure mean pressure gradient was 3.7mmhg. Two clips were implanted without issue, reducing mr to 3+. However, the mean pressure gradient increased to 7mmhg. There was no clinically significant delay during the procedure. No additional information was provided.